Manufacturer narrative:
The explant evaluation stated that histopathological examination of fifteen tissue specimens was performed. An expected fibrous capsule with an implant cavity or tunnel had formed around the vascular graft. A minimal and expected foreign body inflammatory response was identified within the inner aspect of the fibrous capsule which directly abutted the outer surface of the vascular graft. The unspecified tissue surrounding the graft was identified as skeletal muscle, adipose tissue, and mature fibrous connective tissue which formed a capsule around the vascular graft. Small multifocal areas of necrotic and edematous skeletal muscle and adipose tissue were observed. These areas were infiltrated by minimal numbers of neutrophils; however, infectious agents were not observed. Evaluated skeletal muscle also exhibited various stages of atrophy and regeneration. Calcification was not observed. The cause of the necrotic skeletal muscle and adipose tissue was not observed in the evaluated tissue samples; however, it was most likely related to localized and acute ischemia or infarction during the surgical extraction. The device fragments were subjected to an enzymatic digestion process to remove biologic debris. Following digestion all device fragments were examined for material disruptions with the aid of a stereomicroscope. Disruptions identified were not associated with handling or manufacturing process at w. L. Gore and associates. The disruptions are consistent with instruments used as part of a surgical procedure.

Manufacturer narrative:
No lot number information was supplied; therefore, no review of the manufacturing paperwork could be performed. The device is reportedly being returned to gore but has not been received to date.

Event description:
In 2013, a (B)(6) patient was implanted with a axillobifemoral gore-tex® stretch vascular graft for distal extremity vascular problems. It was reported to gore that on (B)(6) 2015, the patient presented with an occlusion of the axillary graft segment. It was stated that the occluded graft segment was explanted due to the development of a pseudo inflammatory reaction. The graft was surrounded with unspecified tissue. The graft segment was replaced with a ringed gore-tex® vascular graft that was sutured end-to-end proximal and distal to the old remaining graft segment. The explanted graft segment is reportedly being returned to gore for evaluation.